Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Shock to the left arm - electric [electric shock]. Pain left arm [pain in extremity]. Waterjet. Shock when touched the plug - oral-b [device physical property issue]. Case narrative: 68-year-old male consumer via phone stated that he got a shock to the left arm when he touched the plug of his oral-b waterjet. His left arm was hurting. No serious injury was reported.